Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that upon opening an introducer kit, the .035 stiff wire was found to be broken. The implant proceeded without use of the wire. There was no patient harm resulting from the broken stiff wire.

Manufacturer narrative:
The root cause of the product damage (guidewire damage - peripheral vessel) issue was not determined since product was not returned for investigation. F6/f8-should have been left blank in the initial report. G1 manufacturing site name and address.